Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device could not be performed as item and lot numbers were not available. It should be noted the gore¿ excluder¿ aaa endoprosthesis instructions for use state adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On an unknown date in 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore¿ excluder¿ aaa endoprosthesis. On an unknown date in 2021, a follow up examination reportedly revealed a distal type I endoleak in the left common iliac artery. According to the report, a banding was performed at the distal edge of the stent graft during the initial procedure (reason for the banding is unknown). The banding reportedly came undone, which may have contributed to the endoleak. On (B)(6) 2021, a reintervention was performed whereby the left internal iliac artery was occluded, and an additional stent graft was placed to extend the treatment area to left external iliac artery. The patient tolerated the procedure.